Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in which 3 defibrillation threshold (dft) tests were attempted and unsuccessful. This patient was brought back the next day for non-invasive programmed stimulation (nips) testing and additional dft was performed and unsuccessful. The electrode was revised and moved and dft performed after which was again unsuccessful. The physician opted to remove the s-ICD system and replace with a transvenous (tv) system in which a successful dft was performed. The tv system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in which 3 defibrillation threshold (dft) tests were attempted and unsuccessful. This patient was brought back the next day for non-invasive programmed stimulation (nips) testing and additional dft was performed and unsuccessful. The electrode was revised and moved and dft performed after which was again unsuccessful. The physician opted to remove the s-ICD system and replace with a transvenous (tv) system in which a successful dft was performed. The tv system remains in service. No additional adverse patient effects were reported.